Event description:
During an initial implant procedure, decreased pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed during the implant and revealed no abnormalities. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
A correction report is needed to include that decreased defibrillation impedance occurred, not decreased pacing impedance.